Event description:
The customer reported to olympus, the light source bulb went out and error e102 occurred (¿please check examination light¿). The issue was found during the middle of a diagnostic (colonoscopy) procedure. The procedure was completed using the same device with a back-up bulb. There was no delay reported. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, there was water invasion and corrosion inside the air pump tubing, corrosion was noted on the bottom chassis, and noted bad scope socket (locking mechanism not protecting the pins). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.